Manufacturer narrative:
The t:slim x2 basal iq pump user guide states "on all screens, if three non-active areas of the touch screen are tapped before an active area is tapped, the screen will turn off to prevent accidental screen taps or button presses." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was intermittently timing out too soon when attempting to select options on the display. Additionally, the customer alleged that the pump intermittently backed out of menus unexpectedly without the customer selecting the back button. The customer also alleged that the pump time "flashed" on the home screen. There was no reported adverse impact to the customer. Tandem technical support educated the customer on the "three strike" safety feature of the pump's touch screen; however, the customer did not acknowledge that three non-active areas of the touch screen were pressed prior to the screen timing out. Although requested, no additional information was provided.